Event description:
It was reported that during the end of navio tka procedure, they could not remove the pins with the navio bone pin driver because it was stripped. They used the universal pin driver to remove. There were no delays in the procedure. No other complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. Navio surgical technique guide for knee arthroplasty (500197 revb) provides instructions for using the bone screw driver. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A factor that could have contributed to the reported issue would be mechanical component failure of the pin driver, causing the inner cylinder to become detached. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The medical investigation found that per complaint details, the device malfunctioned during use and the navio bone pin driver was abandoned for the universal pin driver to conclude the case. S+n has not received adequate patient specific information/ documentation to fully evaluate the root cause of the reported event. However, patient impact beyond the reported use of the back-up device to conclude the procedure would not be anticipated as per the complaint and field report there was no patient injury or surgical delay. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated.